Event description:
It was reported that a pump declared an alarm during the load process, specifically alarm 20a. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge and resume insulin therapy, as the cartridge alarm recurred. As a resolution, technical support assisted in troubleshooting, provided instructions for putting the pump into storage mode, and confirmed a replacement pump would be sent. The caller was instructed to use multiple daily injections as a backup therapy and return the problematic pump via a pre-paid label within 10 days.